Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
A voluntary medwatch report stated that the patient experienced discomfort due to diaphragmatic stimulation from the left ventricular lead.